Event description:
The patient reported that the pump stopped working 4 months after implant and he experienced an under dose (specific symptoms not reported). He further reported that his hcp was on vacation at the time; when he went to the emergency room the care providers were unsure how to manage his pump or his condition. The patient was admitted to the hospital. The patient was calling from his home and reported his status as fair. The pump was used to deliver fentanyl and bupivacaine, and had been turned off for 2 months at the time of the call. The patient would like the pump removed when he can find an hcp to take care of this. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
The serial number is included in the rage for synchromed el pump motor stall due to gear shaft wear manufactured beginning september 1999. Physician communication (dated august 2007).